Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they needed to make adjustments to their therapy. Patient said that they were having more accidents for bowel movement and leaking of urine. Patient added that they feel the urge, but even when sleeping, they have accidents. Patient said that when they increased the stimulation, they got an error message "maximum settings". Agent asked patient to see if they were getting error messages on different programs. Patient said that on other programs, they increase the stimulation in higher settings, but the patient doesn't feel the stimulation. Patient said that they had an MRI and the patient activated an MRI mode and turned off their therapy during their MRI. Patient tried all the programs and increased the stimulation to high settings during the call, but the patient said that they were really not feeling anything. Agent redirect patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.